Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and thick leaflets. During the preparation of the clip delivery system (cds) per the instruction for use (IFU), air was still visible in the sleeve shaft. Troubleshooting was performed and the air was able to be removed. The clip was placed on the valve. However, the posterior leaflet slipped out of the clip. The leaflets were re-grasped. Tissue damage was observed. The clip was then deployed. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported difficult or delayed positioning of capturing leaflet resulting in tissue injury was related to challenging anatomy (thicken and degenerated leaflet). Tissue injury is a known possible complications associated with mitraclip procedures. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.